Event description:
It was reported to nova biomedical that a consumer's blood glucose meter first digit in the lcd screen is missing segments. The missing segment in this event made a 388 mg/dl reading look as if the reading was 788 mg/dl. No mistreatment was reported to have been administered. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.